Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01936.

Event description:
In a journal article published approximately 1 year ago, studying the tea survivorship of arthritic patients under age 55, it was reported that 1 of 19 patients was found to have triceps failure and tissue damage. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Siala, m. Et al. Outcomes of semiconstrained total elbow arthroplasty performed for arthritis in patients under 55 years old. Journal of shoulder and elbow surgery. 2019: 1-8. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.